Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was cracked. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated that the reservoir did lock in place when inserted into insulin pump. Customer stated that insulin pump had battery issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = missing customer returned the pump for alleged cosmetic damage (cracked) retainer and has been having battery problems reported on (B)(6) 2021. The pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. The pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test due to broken reservoir tube lip and missing retainer. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. . The pump was monitored and no blank display or unexpected power/battery alerts noted during testing or could be found in the history files for (B)(6) 2021 or the week prior. The pump was cut open for a visual inspection. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: partially broken reservoir tube lip, cracked battery tube threads, cracked battery compartment, missing retainer, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Unexpected battery power loss and charge/battery lasts less than expected are not confirmed. No unexpected battery power loss during testing or excessive/unexpected power alerts/alarms noted in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.